Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12600. It was reported that the patient is experiencing ineffective stimulation due to high impedances on all lead contacts. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.